Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a gynecological procedure to treat stress urinary incontinence and vaginal vault eversion. A cystoscopy was also done at that time. Following the insertion the patient experienced pain, extrusion, infection, bowel problems, bleeding, dyspareunia. It was reported that patient underwent complicated excision of extruded foreign body and a vaginoplasty on (B)(6) 2012. (B)(4) - bowel problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Concurrent procedures included a cystocele repair, enterocele repair, proximal rectocele repair, and a bilateral sacrospinous fixation.